Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. It was reported that the patient developed an infection on the implantable cardioverter defibrillator (ICD) system. The complete system including the right atrial lead was removed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).